Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that the lesion was moderately tortuous, with moderate calcification, and eccentric with a 90% stenosis. The 2.5 x 15 mm voyager rx was used for pre-dilatation; however, it was unable to cross because there was resistance short of the lesion. There were several attempts to cross the lesion and when the device finally crossed, a rupture was noted at the second inflation when the balloon was inflated at 10 atm. No additional event or patient information is available.

Manufacturer narrative:
.